Event description:
This is the first of six reports for 3 incidents on one patient, involving two different devices. A sales representative called because she has a dentist that is concerned about a filling that has debonded several times. She asked that the dentist be called on her call phone as she is no longer with the dental clinic because she opens her own practice very soon. Spoke to the dentist at home. She said that the restorations pop off within a few days. She said that both 8 and 9 incisal were debonding. She said that it has happened three times. She does not have the dates and cannot access them as she no longer works at that office. She said that she follows the direction and does not understand why these fillings keeping coming off and her others are just fine. Asked if the restoration extends up to the dentin or if the enamel is the only part chipped off. She said that it does not go past the enamel. Asked if she did any etching or grinding prior to bonding. She said she did not think she had to with a self-etch. Explained that the uncut enamel is a little harder to etch into. Discussed that the directions state to roughen or grind if placing on uncut enamel. She said she did not realize this but it made sense and she will do that going forward. Ref MFR #9610902-2013-00069.